Event description:
The connector pins in the base unit are blackened and charred. They report that alcohol is used to clean the device, but are unsure when it was last cleaned. No injuries reported. Requested returned of suspect base and replacement was sent.